Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that signal loss occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient experienced abdominal pain, nausea (almost vomiting), and elevated ketone levels (exact value not reported). During this episode, the patient¿s insulin pump became disconnected due to signal loss and did not reconnect. The patient sought emergency care the same day. Upon arrival at the hospital, a blood glucose (bg) reading of 500 mg/dl was recorded. The patient was treated with intravenous (IV) insulin and admitted for further care. Hospitalization lasted from wednesday, (B)(6) 2025, through monday, (B)(6) 2025, totaling five and a half days. The patient was discharged at 12:00 pm on (B)(6) 2025. At the time of this report, the patient continued to feel unwell, experiencing dizziness, but was in recovery. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the supplemental MDR, additional information was received on 7/30/20255. Data was further re-evaluated. The reported complaint of signal loss was confirmed. The root cause of the reported event could not be determined. Although the root cause could not be determined, the signal loss was not caused by any the following issues: a communication error between the app and the transmitter, no communication between the app and the transmitter, an app or operating system update, an app crash, low battery level on the mobile device, or the patient closing the app. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was received on 07/16/2025. Data was further reviewed. The patient uses both the insulin pump and the ios g7 application as a display device. Performance data was analyzed using results from the ios app. A review of performance data shows that the patient's signal loss alert was enabled at the time of the incident with the audio set to match phone. The patient's high alert was also enabled with the audio set to match phone, the threshold set to 250 mg/dl, and the repeat feature disabled. Data investigation found that the patient experienced a period of prolonged signal loss from 8:01 am to 11:46 am on (B)(6) 2025. The last estimated glucose value the patient received prior to the onset of signal loss read 211 mg/dl, and the availability of backfilled data shows that the estimated glucose value (egvs) crossed the high alert threshold at 10:11 am and continued to rise thereafter. By the time the patient's signal returned at 11:46 am, her egv had reached 392 mg/dl and continued to rise still, hitting high (greater than 400 mg/dl) at 11:56 am where they remained for many hours leading into the next day. The app delivered a signal loss alert at partial volume at 11:44 am right before the signal returned. This alert was acknowledged immediately. At 11:45 am, the user enabled quiet mode on the app settings. The app delivered a visual high alert at 11:46 am once the signal returned and this alert was acknowledged immediately. As the repeat feature was disabled for the high alert, the app did not continue to deliver many additional high alerts, though some high alerts were sent following a few periods of intermittent signal loss which occurred later that afternoon/early evening. The patient's egvs eventually crossed back into target range at 6:16 am on (B)(6) 2025. The reported complaint of signal loss was confirmed. The root cause of the reported event could not be determined. Although the root cause could not be determined, the signal loss was not caused by any the following issues: the transmitter time not advancing, a communication error between the app and the transmitter, no communication between the app and the transmitter, an app or operating system update, an app crash, low battery level on the mobile device, or the patient closing the app. No additional patient or event information is available.